Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding the disconnection of the conductor wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the black conductor wire of the large suture cut needle driver instrument was disconnected. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information related to this event: the issue was identified during the procedure. The event date, procedure type, surgeon and device last use being on (B)(6) 2024 were all confirmed. There was no injury to the patient. The instrument was inspected prior to use and nothing abnormal was observed. The procedure was completed using a backup instrument. The surgical task being performed when the issue occurred was suturing. There were no instrument collisions during the procedure. No fragment fell inside the patient as a result of the reported issue. There is no video recording for isi review.

Event description:
Refer to h11 for follow-up information.